Manufacturer narrative:
(B)(4). The device was returned and the reported marker lumen blockage could not be confirmed as fluid was successfully flushed through the marker lumen with no anomalies noted during returned device analysis. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported marker lumen blockage and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The second prostar xl device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 10f sheath after an internal iliac aneurysm repair procedure. The device had no blood flow from the marker lumen. The device had been pre-flushed with saline prior to the procedure. The device was removed and replaced with a second prostar xl. When the needles of the second prostar xl were deployed, only three needles were observed. The needle backdown procedure was attempted, but the needles would not reinsert into the device. Under fluoroscopy, the 4th needle was observed to be stuck in the soft tissue. The prostar xl was removed surgically and hemostasis was achieved surgically. There was a two hour clinically significant delay in the procedure and hospitalization was extended 2 days because of the issue with the prostar xl device. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.